Manufacturer narrative:
Pending evaluation.

Event description:
Revision of knee components - reason not reported.

Event description:
It was reported from greece that a patient experienced a revision surgery of knee components due to aseptic loosening. The original implant date was not provided. The surgeon reported that he did not have information on the removed devices. It is also stated that the patient proceeded with rehabilitation without any adverse mechanical events. There is no allegation of device malfunctions. Information was requested, no additional information was provided.

Manufacturer narrative:
After further review of additional information received the following sections a2, a4, b4, b5, b6, b7, e3, g3, g4, g7, h2 and h6 have been updated accordingly. In a review of the labeling it is a known complication that a patient's age, weight, activity level, and/or trauma would cause the surgeon to expect early failure of the system. As part of the preoperative assessment, the surgeon must ensure that no biological, biomechanical, or other factors exist that might adversely affect the surgery and/or postoperative period. Revisions or surgical interventions are a known complication found in joint replacements. Also, there are device specific risks of fracture, migration, loosening, subluxation, or dislocation of the prothesis or any of its components, and any of which may require a second surgical intervention or revision. Postoperative component loosening is a known complication associated with total shoulder arthroplasty. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The most likely cause of the revision surgery of knee components is due to patient underlying conditions. This device is used for treatment, not diagnosis. No information has been provided. Asked, not answered: a3, a5, a6, & d4. All, d6. With out serial numbers unable to provide d4. Expiration date & h4. Without catalog numbers, unable to provide g5. Corrected data: health professional. No device evaluation pending.